Event description:
Customer reports of having difficulties delivering a bolus with bolus wizard. It was found that customer did not have wizard set up. Customer was able to treat blood glucose of 517 mg/dl with a 5.2 units bolus. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.